Event description:
Per regulatory and compliance, this lead was implanted in the pt after its use-by date. Based on the recommendation by the FDA, we are creating this report. There are no complaints against this lead and no pt adverse effects have been reported. The lead remains implanted and a CAPA has been issued.